Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 16 bursts of anti-tachycardia pacing and seven shocks as inappropriate therapy due to a suspected atrial driven rhythm. Technical services (ts) discussed the device programmed settings and how it could be reprogrammed to hopefully prevent this from reoccurring in the future. The calling physician indicated they would follow up with cardiology or electrophysiology for patient treatment. The device remains in service. No additional adverse patient effects were reported.